Manufacturer narrative:
A sample device was not returned for analysis. The shunt remains implanted. The condition of the product could not be verified and visual inspection cannot be performed. A sample was not returned because there was no harm caused by this problem to the patient at this time and the shunt has remained in the eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been five other complaints in the lot. Additional information was requested. Zip code is not indicated at this time. (B)(4)

Event description:
A surgeon reported that approximately ten months after a glaucoma filtering shunt was implanted, it was noted to be touching the patient's iris. There was no harm to the patient. The shunt remains implanted. Additional information was requested.